Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2024. The patient experienced a missing wire after removal of the sensor following 1 day of use in the arm. On (B)(6) 2024 the sensor was removed and after removal, the patient noticed that sensor wire was missing. On the same day, the patient went to urgent care for consultation. The patient mentioned that she underwent x-ray and was advised by the doctor to undergo surgery as the wire was still in her arm. According to the report, surgery happened on (B)(6) 2024 around 7:00 am. The sensor wire was removed through surgical incision and no further treatment was provided. The patient was discharged the same day around noon. As per the patient, the surgery was successful and she was still in the healing process, but she was feeling better at the time of the report. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.